Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. Customer stated that the buttons were not working, especially the act button and the arrow buttons. Customer stated that the pump was never in the water but it snowed a lot. Customer stated that their blood glucose was a little high yesterday and a little low this morning. Customer stated that they have been using the suspend feature while they work out for the last 5 months. Customer stated that they didn't use to do that. Customer was advised that the insulin pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The pump was received with intermittent button response due to corroded keypad traces. The back light functioned properly and no back light anomaly was noted. The pump had a cracked case at the display window corner, minor scratches on the lcd window, cracked battery tube threads, a cracked belt clip slot at the battery tube threads area and a cracked reservoir tube lip.